Manufacturer narrative:
Updated data: b5 d4 continuation of d10: product ID {evolutfx-29}; product lot/serial number (B)(6) ; product type: {0195-heart valves}; implant date {(B)(6) 2024}; explant date {n/a} h4 h6 additional codes medtronic received additional information that changed the event description and device relatedness of this previously reported event. There is no evidence to suggest the device caused or contributed to a death or serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the right femoral artery was used for access and the hemorrhage was observed at the puncture site at the right femoral artery. The minimum diameter of the access vessel was 5.5 millimeter (mm). It was reported that the injury occurred at the time of insertion. Per the physician, the cause of the hemorrhage was due to the closure device (perclose) operation and the delivery catheter system (dcs) did not cause or contribute to the injury. Surgical repair with cutdown was provided as treatment.

Manufacturer narrative:
Continuation of d10: product ID: {evolutfx-29}; product lot/serial number: {unknown}; product type: {0195-heart valves}; implant date: {(B)(6) 2024}; explant date: {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant of this transcatheter bioprosthetic valve, a hemorrhage at the access site was observed.